Event description:
The customer alleges that the graduation on the catheter is no longer readable after 2-3 days of usage. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A review of change history data in agile, showed no design changes over the last two years that could have led to this complaint. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of degraded markings could not be determined based upon the information provided and without a sample.